Event description:
A customer reported the infusion cannula was not clicking into the trocar cannula during surgeries. Pt impact is unk at this time. Add¿l info has been requested.

Manufacturer narrative:
The customer¿s complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the second complaint for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report: functional testing could not be conducted. The root cause is unk. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of this nature. (B)(4).